Manufacturer narrative:
During investigation with actual returned device, it was noted that the catheter was sent in two parts, catheter body and suture wing. The catheter was cut t length at 11cm. Kinks were found at suture wing interface, luer hub/extension tube. No other kinks were found. No definitive root cause could be determined from the lot tracing and internal investigation. There were zero non-conformances identified during manufacturing.

Event description:
Nurse stated that the line would not flush. After some effort, the line was able to be flushed but a leak was found. Patient asked to return to healthcare site. Upon arrival, the dressing was saturated, and when removed, the catheter had separated from the hub outside the insertion site.